Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was unresponsive. The cause for the failure was a damaged response button trace. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were non-functional.